Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system reboots with sitting down. There were no reported adverse effects.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement. Evaluation summary: one cadd prizm pump was returned for analysis. Visual inspection of the pump found no damage to the pump. Functional testing included use testing. The pump was powered on and no signs of rebooting was detected. The customer's reported problem could not be duplicated. Based on the evidence, the compliant was not confirmed. The root cause could not be identified.